Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient kept receiving some magic 3 hydrophilic intermittent catheters curved and bent and the patient thought it was because of the way they packaged or handled by the carrier. No additional information provided.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "operator error". It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the patient kept receiving some magic 3 hydrophilic intermittent catheters curved and bent and the patient thought it was because of the way they packaged or handled by the carrier.